Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The suspected cryosolutions set with 1 cartridge/1mm tip (33510) was not returned to the manufacturer; therefore, an evaluation of the device could not be performed. Investigation by the product legal manufacturer/sales entity, found that certain lots or cryosolutions cartridges lots were affected by a valve that may open prematurely. The legal manufacturer has provided a safety advisory and instructions for use (IFU) updates which have been distributed by integra to affected customers/distributors as part of a voluntary correction. The serial number of the device and the lot number of the cartridges involved in this incident were not provided by the customer; however, it is indicated that the customer received the safety advisory and therefore received the affected lots. Without return of the product for evaluation, a definitive root cause of the reported complaint cannot be determined. If additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that on two different occasions, the physician was unable to screw the cartridges/cryosolutions set with 1 cartridge/1mm tip (33510) in quickly enough. In the same instances, they both completely emptied before she was able to get them attached successfully". It was reported that when the physician tried to attach the second cartridge, it "malfunctioned and leaked causing a burn on her finger". It was reported that the "procedure was not performed. Device malfunctioned prior to procedure initiation". The patient was reportedly "unharmed/not involved in the incident".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.